Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there was loss of therapeutic effect. They had the implant removed because it quit working on the patient's back and they couldn't gulate it to do the back and legs". They kept trying but could not get the implant to work for the patient. The implant did work for the first 3 months after implant. The patient believed the implant was removed around (B)(6) 2014.

Event description:
It was reported that the patient was experiencing stimulation in the wrong location. It was noted that the patient was feeling stimulation in the side of their left hip rather than their back. The patient reportedly saw a manufacturer representative on (B)(6) 2014 and had some reprogramming done. The patient was reportedly able to get stimulation back to the back region at that time, but since (B)(6) 2014, the stimulation had gone back to her left hip. The patient tried to increase and decrease stimulation but it did not help. It was noted that, at the time of the report, the patient was on group a at 435 volts and stimulation is off. The patient reportedly was not feeling any stimulation at the time of the report. It was further noted that on group b at 435 the patient was feeling stimulation coming up their left leg and on group c at 410 they would feel stimulation strongly in their left leg. It was later reported that impedance testing showed within normal range. A reprogramming was reportedly done a week prior to the date of the report and another reprogramming was planned.